Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for examination. Review of device history records was not possible as the necessary product/lot code combination was not provided. Root cause is off label use. Per IFU (B)(4) rev f as a contradiction, "meniscal tears not suitable for repair because of the degree of damage (marked irregularity and complex tearing) to the meniscus body including degenerative, radial, horizontal cleavage and flap tears." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded at site.

Event description:
It was reported the device bent upon insertion as the patient tissue was scarred and was very hard. As such, the device did not achieve full depth and the anchors were therefore not in a desired position. The anchors were removed and the surgery was completed with other devices without significant delay to surgery. No further information available at the time of this reporting.